Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site experienced errors on the system. The site restarted the system and it worked for another 30 minutes. The site did not call intuitive surgical, inc. (Isi) technical support engineer (tse). The site finished the last 30 minutes of the case laparoscopically. The procedure was completed laparoscopically with no reported injury. Isi made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the site experienced errors on their system, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse was unable to replicate the reported issue. The isi fse replaced the universal surgical manipulator (usm) as a precaution. The system was tested and verified as ready for use. The usm was analyzed and found to have 31226 errors pointing to the clockspring in the error logs during in house testing. The error logs in the field also confirmed 31226 communication errors pointing to the clockspring. The usm failed fiber test on the test platform with the results pointing to the clockspring as well. As a fix, the clockspring will be replaced. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic procedure after the start of the procedure due to system faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.